Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device would not reopen after it was closed on an adhesion. The device was removed with cautery. There was no pt injury.